Event description:
A cartridge change error with the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to inspect and clean various pump components, ensure the cartridge was securely attached, and follow on-screen instructions to successfully complete the load process and resume insulin delivery.